Event description:
Related manufacturer report number:3006705815-2022-18659. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. System was explanted in november 2022. (Exact date is unknown).

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott, a patient¿s scs system was explanted due to lead migration. There was no plan to re-implant. There were no allegations against the ipg. It was the physician¿s decision to remove the device as part of the system as there was no plan to re-implant. The exact date of surgery was not provided, but the local rep reported in occurred sometime in early (B)(6) 2022. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.